Event description:
The reporter stated that she experienced an er1 message due to not putting enough blood on the strip. She retested and received a reading. She did not seek medical advice and there were no allegations of harm.